Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the insufflation no longer worked; however, neither impact nor broken part was found at the distal end. The device evaluation found that the nozzle was clogged by an organic, brown-colored material. Additional findings include the following: the bending section cover adhesive was separated, the light guide rod lens (1x) was chipped, the angulation was out of specification / the angle wires were stretched and required the exchange of the bending section, and the air leak inspection did not show any water leakages. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a broken distal end due to shock, the insufflation no longer works and the device no longer passes into the washer. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged by an organic, brown-colored material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer / the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the brown organic material clogged in the nozzle was caused by residue from the patients body during the procedure (there was no physical damage to the nozzle); however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual: 3.3 inspection of the endoscope: inspection of the endoscope operation manual: 3.8 inspection of the endoscopic system: inspection of the air feeding function / inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic colonoscopy.